Event description:
Attempts to obtain additional information regarding this event have been unsuccessful as of today.

Manufacturer narrative:
As of today the investigation is still in-process, a follow up will be filed as needed.

Event description:
It was reported that during an exam the c-arm rotated to 180 degrees alone. No injury reported. A field engineer was dispatched to the site.